Event description:
It was reported by the patient that their heart rate dropped to the twenties. The patient was taken to the emergency room and admitted to the hospital. The patient had many tests, but received no answers to the low heart rate. Patient feels that "they messed it up because they are getting dizzy spells all the time". The patient will contact their physician. Follow-up is in progress. The decision to report was determined based on information that was available at the time of decision. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).